Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The three connector legs of the lead, measuring 4.5cm, 3.7cm and 3.5cm, were returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired at a nursing home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The physician wanted to know if there were any tachy events, but device interrogation at the funeral home showed no tachy events. No further information is available at this time.